Event description:
Pulmonetic systems, inc. Received the following report from a representative of facility: turbine will not start up intermittently - can touch assembly and will start up again. Additional information received: vent was being tested prior to it going on patient. Vent gave a disc/sense alarm and there was no flow coming out of the outlet. Event occurred at homecare dealer's location. Not on patient at time of event. Was operating on ac power at the time of event. Primary power source is ac. Unit was charged overnight.